Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having troubles charging transmitter. Customer was advised to change battery in transmitter. Customer reported that sensor glucose was 90 and blood glucose was 600 mg/dl. Customer treated with insulin pump and blood glucose began to lower.